Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) visited the hospital due to reported multiple shocks. The health care professional (hcp) called technical services (ts) for further review of stored episodes due to concerns of lack of pacing. Upon review, the presenting electrogram (egm) showed patient was in ventricular fibrillation (vf) and the device had delivered appropriate shocks. It was noted that the no pacing appeared to be due to device programming post shock period of reconfirmation. Ts noted shocks that were delivered inappropriately due to possible atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted. Patient was noted to be in and out of ventricular arrhythmia. The rhythm was noted to have self-terminated. No additional adverse patient effects were reported. This crt-d remains in service.